Event description:
During the test air bubble didn't stay.

Manufacturer narrative:
According to our analysis results the valve has been found complaint with all its specification requirements. The flushing like the opening tests have been performed w/o any challenge. Some deposits have been observed inside the valve mechanism which might have disturbed the slits opening.